Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Information was provided indicating that a new cartridge of the same lot was placed on the analyzer and the issue was resolved. A review of tracking and trending did not identify an adverse trend for issue observed by the customer. No other similar complaints were identified with this reagent lot number. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the clinical chemistry bilirubin assay, reagent list number 06l45, lot 46994uq01, was identified.

Event description:
The customer provided the following data on 06/17/2015: the customer observed falsely elevated bilirubin results while using the clinical chemistry total bilirubin assay. The following data was provided: sid 560597: initial result 254.2 umol/l and retested on another analyzer 6.4 and 6.2 umol/l, sid 560548: initial result 257.7 umol/l and retested on another analyzer 11.1 and 10.6 umol/l; there has been no impact to patient management reported.